Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A manufacturer representative went to the site to test the equipment. Testing revealed that functionality was restored to the imaging system through rad/gain calibrations. The imaging system then passed the system checkout and was found to be fully functional. No parts were replaced, therefore no parts were returned for analysis.

Event description:
A manufacturer representative reported that, while outside of a procedure, the image acquisitions on the imaging system were grainy. Adjustment of system settings made the 2d images have a lower quality than initially reported. There was no patient present when this issue was identified. No additional information was provided.